Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) briefly lost communication with the ilet while still receiving readings on the dexcom application, which resolved without intervention. No adverse clinical symptoms reported. Outcomes included no medical intervention beyond user-guided troubleshooting. User support included troubleshooting and education regarding cgm-to-ilet communication and monitoring after reconnection. Investigation of this case revealed a brief sensor communication interruption limited to the ilet interface without persistent device failure, consistent with a transient signal issue. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm communication disruption.

Manufacturer narrative:
Initial.